Event description:
A patient was admitted for treatment of an 85% stenosis of their superficial femoral artery. An optapro balloon was used to pre-dilate the lesion without difficulty. A smart stent was deployed in the lesion and the optapro balloon was used for post-dilation with satisfactory results. An aquatrack wire was used to remove the sheath. The physician reported that he felt the sheath stretching right away when he started pulling to remove the sheath. He carefully and slowly removed the sheath successfully. Upon visual inspection outside of the patient, the sheath seemed to have stretched from 45cm to 65cm evenly throughout. The physician picked the sheath from each end and lightly pulled. At that time, the sheath easily broke in two pieces.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.